Manufacturer narrative:
The returned device matched the report and the event was confirmed. The visual investigation showed that a part of the tip of the osteotome was broken off and, there were deep groves on the working part. The fracture surface showed appearance of a forced rupture. Furthermore, a secondary crack is visible due to bending overload which indicates that too high forces acted on the working area. Additionally, the cutting blade of the osteotome was slightly deformed due bending back and forth. The measured hardness values were found to meet the specification. Based on the performed investigation, no indications were found for any systematic, material or manufacturing related issue.

Event description:
Per sales representative, the surgeon was performing a bsso and trying to split the mandible with an osteotome and a mallet, and part of the tip broke off in the mandible and had to be removed. A backup osteotome was available and case was able to be completed successfully.